Manufacturer narrative:
Corrected field: d9 (product available to stryker) and reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation. Thus, a product inspection was not possible. A product deficiency or a malfunction was not reported. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related issues were unable to be identified as the lot number was not communicated. If the device is returned or if any essential information is provided, the investigation will be reassessed. In the case presented, during the nail-locking process the nail connection was destroyed. The nail had to be replaced. In order to obtain a replacement surgery was delayed for approx. 30 minutes. Adverse consequences were not reported. The surgery was finally completed successfully. With available information the cause of the event was regarded as user related. With available information a deficiency of the instrument was not verified.

Event description:
During implantation of intramedullary nail, after attaching it to target arm and inserting it the nail into the intramedullary canal, an attempt at distal locking was made, during which target arm moved (was unstable). As a result of damage to the attachment to the targeting arm in the proximal part of the nail, it was impossible to continue surgery on the implant in question. There was a need to replace it with a new implant. Update: it was also reported that there was hard bone and no adverse consequences to the patient. "Due to nail damage in proximal part, where it's possible to mount it on targeting arm, there was instability - nail with guide were not stable construction."

Event description:
During implantation of intramedullary nail, after attaching it to target arm and inserting it the nail into the intramedullary canal, an attempt at distal locking was made, during which target arm moved (was unstable). As a result of damage to the attachment to the targeting arm in the proximal part of the nail, it was impossible to continue surgery on the implant in question. There was a need to replace it with a new implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to section d9 the device was returned, and h6 (results, method and conclusion codes). The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the nail is broken at the level of the target device¿s connection slots. The target device is undamaged and overall, in good condition. The breakage area shows clear signs of a brittle fracture (absence of ductile deformation, smooth surface), most likely caused by excessive force and torsional overload applied to the nail during the procedure. The received nail could not be assembled with the target device, as the nail is broken at the level of the connection slots. The target device was however tested with another fully functional t2 humerus nail and could be assembled and locked to the nail as intended. Therefore, the received target device was assessed as fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related issues were unable to be identified as the lot number was not communicated. In the case presented a 31-year-old female patient should be treated with above implant on (B)(6) 2024. During the nail-locking process the nail connection was destroyed. The nail had to be replaced. In order to obtain a replacement surgery was delayed for approx. 30 minutes. Referencing to provided images the target device appeared to be undamaged. Adverse consequences were not reported. The surgery was finally completed successfully. With available information the cause of the event was traced to another device (broken nail). When assembled with a functional nail, the returned target device is fully functional. If more information is provided, the case will be reassessed.

Event description:
During implantation of intramedullary nail, after attaching it to target arm and inserting it the nail into the intramedullary canal, an attempt at distal locking was made, during which target arm moved (was unstable). As a result of damage to the attachment to the targeting arm in the proximal part of the nail, it was impossible to continue surgery on the implant in question. There was a need to replace it with a new implant. Update: it was also reported that there was hard bone and no adverse consequences to the patient. "Due to nail damage in proximal part, where it's possible to mount it on targeting arm, there was instability - nail with guide were not stable construction."